Event description:
It was reported that a legend stylus touch motor ¿got heat and the drill was unable to use¿. As a result, and due to not having a back-up device as well¿the surgeon decided to cancel the case. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
(B)(4): in response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis was not able to confirm or duplicate the alleged complaint, as the device was not working at all. H10: blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.